Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the 155 cm. Saber 8 mm. X 6 cm. Balloon catheter (bc) burst in the lesion. The product was used for the calcified aorta. There was no reported patient injury. The product will not be returned for inspection.

Manufacturer narrative:
Patient and device codes added. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 155 cm. Saber 8 mm. X 6 cm. Balloon catheter (bc) burst in the lesion. The product was used for the calcified aorta. There was no reported patient injury. Additional information received indicated that the product was replaced with a non-cordis balloon catheter (bc) for pre-dilation. A smart stent was implanted and post-dilated to complete the procedure successfully without patient injury. The target lesion was the aorta. The lesion was reported to be: severely tortuous, mildly calcified, slightly angulated, and a fifty percent (50%) stenosis. No patient information was provided. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device was unknown, but the same device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was either unknown or no response was provided. No additional information is available. The product was not returned for analysis. A product history record (phr) review of lot 17625843 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe tortuosity, mild calcification and a rate of stenosis of 50% may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information received indicated that the product was replaced with a non-cordis balloon catheter (bc) for pre-dilation. A smart stent was implanted and post-dilated to complete the procedure successfully without patient injury. The target lesion was the aorta. The lesion was reported to be: severely tortuous, mildly calcified, slightly angulated, and a fifty percent (50%) stenosis. No patient information was provided. The product is not being returned for inspection as it was discarded accidentally. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The inflation device was unknown, but the same device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was either unknown or no response was provided. No additional information is available. Additional information will be submitted within 30 days upon receipt.